Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information, and after guidance through the reset, the cgm error code no longer appeared. The caller successfully started their sensor session.